Event description:
Customer reported via phone call that they had experienced high blood glucose level. The current blood glucose level was 400 mg/dl. It was unknown whether customer was using the auto mode feature. The customer declined to troubleshoot. No further patient complication were reported. The device will not be returned for analysis. Frn-unk-rsvr, frn-unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.